Manufacturer narrative:
Insulin pump received with no act button response, due to corroded keypad traces. No button error alarm noted during testing. Insulin pump received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she may have been laying on the insulin pump prior to the alarm. No further information reported.